Event description:
A us distributor returned a monitor and reported monitor was displaying a service code (B)(4).

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 107) was isolated to contamination on ca board component j502, causing shorting to the voltages and abnormal shutdowns. The abnormal shutdowns did not occur during any arrhythmia detection. The abnormal shutdown condition only introduces the patient to additional risk in the event that there are multiple abnormal shutdowns during arrhythmia detection that delay a potential treatment for more than 2 minutes from the onset of the arrhythmia. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.